Manufacturer narrative:
H11: internal complaint reference: (B)(4). H6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after undergoing a thr on (B)(6) 2011 due to left hip femoral neck fracture, the patient suffered from a failed left total hip arthroplasty due to periprosthetic fracture and elevated metal ion levels. This adverse event was addressed by conducting a revision surgery on (B)(6) 2024, during which the whole hip system was explanted. During procedure, it was found corrosion at neck/femoral stem junction. A periprosthetic fracture of lesser trochanter was noted upon reduction of the final femoral construct. Diaphyseal fixation appeared stable, did not seem to have enough room to placed cerclage cable at inferior or superior aspect of lesser trochanter, therefore elected to go further reduction. Patient was reversed of anesthesia and brought to the pacu in stable condition. There were no complications with this procedure.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, all documents and images provided to date have been thoroughly reviewed. Unless specifically noted, they do not contribute meaningfully to the clinical investigation. The observed corrosion at the neck/femoral stem junction raises suspicion of micromotion, which may have played a role in the reported symptoms. However, due to minimal debridement of the affected soft tissue, further assessment was limited. A definitive clinical root cause for the patient¿s lateral hip pain and elevated metal ion levels cannot be determined based on the available information. Patient-specific factors such as obesity, bilateral knee replacements, and lumbar spine pathology remain potential contributors and cannot be ruled out. Additionally, significant stem ingrowth and difficulty during explantation contributed to an intraoperative lesser trochanteric fracture, for which the surgeon elected not to pursue further reduction due to insufficient bone stock for cerclage cable placement. The instruction for use related to total hip systems reveals in the adverse events in primary and revision surgery section that although rare, metal sensitivity reactions and/or allergic reactions to foreign materials have been reported in patients following joint replacement, which have required device removal. Also, revealed in warnings and precautions that the patient should be advised to report any pain and unusual incidences. Position changes in the components may compromise the durability of the implants. Congenital deformity, osteoporosis, bone defects due to misdirected reaming, trauma, strenuous activity, improper implant alignment or placement, patient non-compliance, can increase risk of femoral fractures. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.